Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump delivered a bolus without customer requesting it. The customers blood glucose level subsequently decreased to 38 mg/dl. Customer received orange juice provided by spouse in order to address bg. Reportedly, the customer continued to use pump for insulin therapy. System check with tandem technical support confirmed the pump was functioning as intended.